Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-07068, related manufacturer reference number: 2017865-2021-07069. It was reported that the patient presented to the hospital experiencing an infection and was confirmed via blood cultures. The implantable cardioverter defibrillator system was explanted and replaced. The patient was in stable condition.